Manufacturer narrative:
Plant investigation: as the device was not returned to the manufacturer, a physical evaluation could not be performed. The photos were provided by the clinic. The two photos are of a close-up view of a dialyzer header with blood present throughout. There is no damage or external leak visible. Due to the angle/quality of the photos an internal leak was not visible either. In addition to the photographs the clinic provided a video of the alleged leak. The video showed a dialyzer with a possible internal blood leak (not external as reported by the clinic representative), however, the viewpoint of the video clip is unclear. A batch records review was conducted by the manufacturer for the reported lot. There were two other complaints reported against the lot. Both complaints involve leaking dialyzers (one involving a header leak discovered during pre-treatment setup and one involving a blood leak). The identified blood leak event was reported by the same facility as the current blood leak event. There were no non-conformance's or abnormalities identified during the manufacturing process which could be associated with the reported event. The entire lot has been sold and distributed. In addition, a device history review was performed and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The lot met all specifications for release. A product history review did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A user facility nurse reported that a dialyzer blood leak occurred 15 minutes into the patient¿s hemodialysis (hd) treatment. There was damage and a blood leak observed at the upper head cap of the dialyzer. The fresenius 4008s machine did not alarm. The patient was restarted with new supplies. The amount of blood loss was not provided. There was no patient injury, adverse events, or medical intervention required as a result of the reported event. The patient was restarted on the same machine and treatment completed successfully with new supplies. The dialyzer was discarded and is not available to be returned to the manufacturer for physical evaluation.